Event description:
It is reported that the pt was revised for loosening.

Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Eval summary: no x-rays or operative notes were provided. Pt build, weight, height, and activity level are unk. The stem was in-vivo for approx seven months. The circumstances behind the stem removal/revision are unk. Given the info provided, a definitive cause for the stem being removed/revised cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.